Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump replace battery alert. The customer's blood glucose level was 140 mg/dl at the time of the incident. The customer stated this is the second time the insulin pump did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The insulin pump will be returned for analysis.